Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that ¿mold looking particles¿ were found inside the sterile packaging of a 30 ml bd luer-lok¿ tip syringe prior to use. There was no report of medical intervention.

Manufacturer narrative:
Investigation summary: a sample was received in the (B)(4) plant for evaluation however no foreign matter was found in the sample therefore failure mode could not be verified and root cause could not be determined. A DHR was completed and no defects were found. No quality notifications were issued for this batch. Investigation conclusion: unconfirmed: bd was not able to confirm the presence of fm. Root cause is unknown.